Event description:
It was reported, "on (B)(6) 2025, a child underwent a gpe insertion with an introduction kit. She returned to the ward on (B)(6) 2025 because two anchors had become detached after her return home. As the anchors had to remain in place for at least ten days, she was taken back to the operating theatre the same day to have three anchors put back in urgently, with the use of an additional gastrointestinal anchoring kit. The clinical consequences were a second operation under general anaesthetic two days apart. This is a recurring incident in the department." Per additional information received on 7may2025, a second operation was performed to reposition the anchors. There were no known negative consequences.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30342466 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 27 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4) information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.